Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report #1627487-2019-04181. It was reported that the scs system was unable to be placed in the MRI mode. X rays revealed leads migrated from the original position. As a result, surgical intervention may be pending to address the issue.

Event description:
Device 2 of 2. Reference MFR report# 1627487-2019-04181.